Event description:
It was reported that patient underwent hip arthroplasty utilizing an acetabular cup inserter on (B)(6) 2012. During the procedure, the inserter fractured in half. Another inserter was available to complete the procedure without delay. There was no injury to the patient as a result.

Manufacturer narrative:
Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. There are warnings in the associated package insert that state that this type of event can occur: 'intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture." Evaluation of the returned device found the fracture occurred at the weld on the handle. The weld was not able to withstand the stresses imposed upon the impactor, causing the impactor shaft to fracture into two pieces.